Event description:
During a patient post resuscitation and underwent ivtm therapy, the customer noted the thermogard ivtm system generated an "air trap warning" alarm. During leak check, the customer noticed blood-tinge on the icy catheter (lot #170361) tubing. Catheter dwell time was 4 days. The patient's body temperature at the start of ivtm therapy was measured at 35.7°c. The patient target temperature was set to 37.1°c and the patient's body temperature was measured at 37.0°c when the issue was noted. The icy catheter insertion was smooth into the patient left femoral vein. Per reporter, the "air trap warning" alarm was cleared and the thermogard console is functioning properly. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint of the customer noticed blood-tinge on the icy catheter (lot #170361) tubing and leak suspected was confirmed during functional testing. A pinhole leak was observed at the middle of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed inside the catheter's balloons and luered tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the middle of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints for the icy catheter with lot number 170361.